Event description:
It was reported that shaft break occurred. A 6.0mmx60mmx135cm sterling balloon catheter was opened and selected for use. However, the balloon shaft broke and came apart when being removed out from the protective sleeve. The balloon never made it inside the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. A 6.0mmx60mmx135cm sterling balloon catheter was opened and selected for use. However, the balloon shaft broke and came apart when being removed out from the protective sleeve. The balloon never made it inside the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter in two pieces. The hub, shafts, tip, and balloon were microscopically and visually examined. The balloon was tightly folded. Inspection of the device revealed that the shaft was detached 4.7cm proximal of the exit notch with stretching/neck down on each side of the separation. The separated ends were jagged. The stretched or neckdown shaft and the jagged edges of the separation, indicate that there was some force applied when removing the device causing the shaft to neckdown and detach.